Manufacturer narrative:
The customer reported problem was confirmed. Technical recommended for the keypad and front case replaced. Complaint escalations, infusion products global customer support operation a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: biomed has a 8015bd unit giving him a 132.3000 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: let biomed know it was the keypad and could replace the front case to correct the issue. Gave him part number and transfer to com for ordering.